Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two months post the implantation of an implantable pulse generator (ipg) system, that the patient developed a possible pocket infection. The ipg was removed and sent for analysis. The right ventricular (rv) lead was partially removed and attached to a temporary external device. Cultures were taken and drainage was completed. Medication was administered. The ipg was replaced approximately two months later with a leadless pacemaker. No further patient complications have been reported as a result of this event.